Manufacturer narrative:
Based on the information available, no conclusions can be made. As reported, post implant of the 3dmax mesh fixated with capsure fixation, the patient underwent explant of the mesh and fixation due to infection and is currently being treated with IV antibiotics. Post operative infection is a known inherent risk of surgery. Review of manufacturing records confirms product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in december 2022. The adverse reaction section instructions-for-use supplied, with the device identifies infection as a possible complication. Addendum: h11: this is an addendum to the initial MDR submitted. This supplemental MDR is submitted to update the UDI number and to correct the imdrf annex b code. This supplemental MDR represents the capsure straight. An additional MDR was previously submitted to represent the 3dmax mesh. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Device not returned.

Event description:
As reported, during laparoscopic right inguinal hernia repair procedure, the capsure fixation device was used to implant the 3dmax mesh. It was reported that three months later on (B)(6) 2023, the patient presented to the ER with complaints of fever, diarrhea, and vomiting. As reported, the patient was treated with antibiotics for infection. On (B)(6) 2023 the patient underwent an explant procedure, during which the 3dmax mesh and capsure fixation were explanted. Currently the patient is being treated with an aggressive IV antibiotics treatment plan for three months.

Event description:
As reported, during laparoscopic right inguinal hernia repair procedure, the capsure fixation device was used to implant the 3dmax mesh. It was reported that three months later on (B)(6) 2023, the patient presented to the ER with complaints of fever, diarrhea, and vomiting. As reported, the patient was treated with antibiotics for infection. On (B)(6) 2023 the patient underwent an explant procedure, during which the 3dmax mesh and capsure fixation were explanted. Currently the patient is being treated with an aggressive IV antibiotics treatment plan for three months.

Manufacturer narrative:
Based on the information available, no conclusions can be made. As reported, post implant of the 3dmax mesh fixated with capsure fixation, the patient underwent explant of the mesh and fixation due to infection and is currently being treated with IV antibiotics. Post operative infection is a known inherent risk of surgery. Review of manufacturing records confirms product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) released for distribution in december 2022. The adverse reaction section instructions-for-use supplied, with the device identifies infection as a possible complication. This MDR represents the capsure straight. An additional MDR was submitted to represent the 3dmax mesh.